Event description:
Implant surgeon reported to our product manager, that no plate would fit. Both anterior and superior were tried. Two plates were bent but none would fit. Moreover it was reported: we tried all plates and even bent one, but it simply just didn't fit. It was a simple fracture that ran in a nearly straight line. Medically, everything was seated but laterally the plate didn't really fit; they were too large. There was a gap between plate and bone. At some point, he tried a normal recon plate and didn't fit either, but he said he thought that he would now be able to bend this one more easily.

Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available it will be reported on a supplemental report.